Event description:
(B)(4) - the dealer reported that allegedly the end user of the tdsxp-cg power wheelchair was at (B)(6) when he fell down seven steps of the stairs. Emergency medical attention was sought, and an ambulance transported him to the hospital, where he spent the night. It was reported that he needed 16 stitches on his forehead, and had bruises on his back.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately four year old. The owner's manual part number 1143190 rev. E (nov-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. However, his height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.